Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A direct cause for the reported event could not be conclusively determined through this evaluation. The account communicated that the patient presented to the emergency department (ed) with dyspnea and a-flutter on home monitor and was admitted for further management. Device interrogation revealed one unsustained ventricular tachycardia (nsvt) episode since (B)(6) 2021. The account reported that a transesophageal echocardiogram (tee) cardioversion was unable to be performed after finding a left atrial thrombus. The patient's symptoms improved, and the patient was discharged home on (B)(6) 2021. The heartmate 3 lvas IFU lists cardiac arrhythmia, device thrombus, and peripheral thromboembolic events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional product codes: kwq, mni, osh, nkb, kwp. A review of the receiving inspection (ri) for viper2 strt.trial rod-300mm was conducted identifying that lot number tbvrr was released in a single batch on august 03, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019 the patient underwent a primary spinal fusion treating tumor. On an unknown date it was found that the rod which was deployed at t11 lower left had broken off. The patient is expected to undergo a revision procedure in may. It was noted, the bone graft was originally applied in the lesion. However, bone fusion had was not completed, which might have triggered the event. This report is for a rod. This is report 1 of 1 for (B)(4).